Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter, translated from spanish to english: patient scheduled for biliopancreatic eus when performing venipuncture with catheter number 22 in the right upper limb, return is obtained and when advancing the catheter is damaged at the tip and remains open. It is removed immediately; pressure is applied to avoid hematoma and a second attempt of peripheral venous access is performed.

Manufacturer narrative:
A device history record review was completed for provided material number 38831214 and lot number 3185090. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, the defect of needle through catheter was observed. The needle through catheter incident could have resulted from product use. When the 360-degree rotation is performed, the catheter may be pushed forward, causing the catheter to become transfixed during puncture. Needle through catheter may also result during the assembly process; however, the product would not be useable if that were the cause. The defect of needle through catheter is being further investigated through a previously initiated corrective and preventive action plan. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.